Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to 16.5 mmol/l (297 mg/dl) while wearing the pod between 25 and 36 hours. The pod adhesive reportedly peeled up from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.